Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement greater than 125 ohms. A boston scientific technical services consultant discussed the increased measurements with the caller who stated the patient will continue to be monitored. No adverse patient effects were reported.